Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) touchframe, which resolved the issue. The ventilator passed self-testing.

Event description:
Report received of ventilator with an erratic display. The ventilator was not on a patient at the time of the event.